Event description:
It was reported that the surgeon used a battery-powered driver to tighten the screws as far as possible. Then the surgeon removed the screwdriver blade from the battery-powered driver and used a ratcheting driver on the blade to tighten the screws by hand. While using the ratcheting driver, the screwdriver blade broke.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated feb 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records showed that there were no issues that would contribute to this complaint condition. The product eval visual inspection revealed the tip of the screwdriver blade was broken off. The hardness testing showed that the device was harder than specifications; therefore, the complaint is valid. There was a design change implemented in mar 2010 to change the material from 440a to 465 stainless steel due to its optimum strength and toughness characteristics thereby improving product performance. This change in material was done after this device was distributed and no further action is indicated.